Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that during a left sided idiopathic ventricular tachycardia (l-idvt) ablation procedure, while drawing back from the side port, the physician noticed air bubbles in the syringe. The physician believes the air bubbles were introduced via the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician placed a dilator through the hemostatic valve and was able to draw back blood via the side port without any air bubbles present. No air entered the patient¿s body. No medical/surgical intervention was required. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve was found in good conditions. Device was connected to a coolflow pump machine, and a leakage was observed. Additionally, a microscope analysis was performed, and the hemostatic valve results showed evidence of stress marks on the outer diameter. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on hemostatic valve could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a left sided idiopathic ventricular tachycardia (l-idvt) ablation procedure, while drawing back from the side port, the physician noticed air bubbles in the syringe. The physician believes the air bubbles were introduced via the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The physician placed a dilator through the hemostatic valve and was able to draw back blood via the side port without any air bubbles present. No air entered the patient¿s body. No medical/surgical intervention was required. The hemostatic valve dislodgment is an MDR-reportable issue. The air flowing ack from the side port is also an MDR-reportable issue.